Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿battery: battery/ serial-unknown/ model #: 1650. UDI #: asku. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use?: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s backup batteries drained while patient was connected to the ac adapter. Patient stated that this event only happened once. Batteries remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The batteries with unknown serial numbers were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries in use were discharging as expected. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Additional product: battery/serial-unknown. Device evaluated by MFR?: yes.